Event description:
A 7 year-old girl, was originally implanted on june 29, 1995. She was seen at the implant center on july 29, 1998 for eval due to school and parental reports that her progress had been decreasing since april, 1998. It was reported at that time that she had hit her head in the fall of 1997 and again in the early part of july, 1998. After the 1997 incident, she began to have high impedance reading on several electrodes. The decision was made at that time to closely monitor her performance. Pt was seen at the implant center on july 29, 1998. Because the problem with high impedances had not changed, and her performance was continuing to decrease, the decision was made to explant the device. Revision surgery was on august 10, 1998. Pt was reimplanted with a nucleus device.